Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow event. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, device thrombus could not be confirmed through this evaluation. The system controller and left ventricular assist device event log files contained events from 10jul2025 through 23jul2025, per the timestamps. A sudden drop in estimated flow to 0.0 lpm and an associated low flow hazard alarm was captured at 23:37:29 on (B)(6) 2025. This alarm lasted approximately 3 hours. During this timeframe, rotor noise fault flags associated with an increase in rotor noise were captured. Estimated flow values appeared to recover to baseline levels shortly after the conclusion of the alarm. The observed events are consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. Additional information provided by the account indicated that the patient had therapeutic international normalized ratio values 4-5 months leading up to the event. The patient was reportedly asymptomatic the entire time and did not undergo any intervention. The patient was observed for 24 hours at the hospital and then discharged. The patient was instructed to come back to the emergency room if there were any changes or if the event happened again. The patient continued their anticoagulation regimen. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis and non-central nervous system thromboembolism. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. There were incidental findings of through the submitted echocardiogram and CT results, which indicated that there were findings of trace mitral regurgitation, mild tricuspid regurgitation, as well as aortic root thrombus. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a low flow alarm. The patient had traveled without notifying the care team and contacted the site the night prior regarding an ongoing low flow alarm condition. At the time of the call, reported ventricular assist device (vad) parameters were: speed 5400 revolutions per minute (rpm), flow 0.0 l/min, pulsatility index (pi) 2.7, and power 3.2 w. The patient was asymptomatic and reported feeling completely fine. No prior history of low flow alarms was noted. The healthcare provider instructed the patient to lie down, elevate feet, and attempt a system controller self test. The patient was unable to perform the self test, and flow did not improve with position change. After drinking fluids, flow returned to 4.5 l/min, and the patient was then able to complete the self test. The patient reported spending significant time outdoors and consuming only one soda throughout the day. The healthcare provider encouraged increased fluid intake for the remainder of the trip and noted that the patient¿s international normalized ratio (inr) was 2.5 the previous week, with a recheck ordered for that day. Possible clinical causes for 0.0 l/min flow were discussed, and it was recommended that the patient be evaluated at the nearest vad center for interrogation and submission of log files. The pump was noted to still be running. Following review, log files recorded low flow events on (B)(6) 2025 between 23:37:29 and 00:01:38. It appeared that something had briefly obstructed flow. Flow recovered following the low flow events, though average flow appeared slightly lower than prior to the event. The patient was evaluated in the emergency room (ER). The patient was expected to remain in the area for approximately two weeks. Additional information was provided on (B)(6) 2025 that the "zero flow" appeared to have likely been due to an obstruction that had moved through the pump and eventually cleared. The low flow alarms resolved spontaneously. The patient had also attempted to lay down and elevate their feet, performed a self test on the controller, and increased fluid intake. There were no changes to the patient¿s condition or anticoagulation status that may have contributed to the obstruction. The patient had remained therapeutic with an international normalized ratio (inr) between 2 and 3 consistently over the past 4 to 5 months. Diagnostic testing included an echocardiogram (echo) and a gated computed tomography angiography (cta) of the chest. The patient was asymptomatic throughout the event. No treatment was performed; the patient was observed for 24 hours in the hospital and then discharged. The patient would continue the current coumadin (warfarin) regimen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.